Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm. The unexpected restart alarm was recurring during normal insulin pump use. In the alarm history an external error alarm was also found. His blood glucose level was not reported. The product was not returned. Nothing further to report.